Manufacturer narrative:
External insulation abrasion was noted at 15.0-15.4 cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicates that the lead was explanted. The patient is stable and recovering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial noise reversion was observed on the lead due to noise. Some noise was able to be reproduced with pocket manipulation but not isometrics. The physician alleged that atrial lead noise occurred since the generator replacement but not prior to that. No other electrical abnormalities were present. The patient is not dependent on the lead. No intervention was made. The patient¿s condition was stable.